Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the impactor pad on both devices has fractured. Devices are used for treatment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10: cat: 110028879 lot: 139360 compr rvs gleno 2-prng ins/imp. G2: foreign- australia customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02771.

Event description:
It was reported that the plastic tip of the impactors broke during impaction. No adverse events have been reported as a result of the malfunction.